Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that approximately twenty eight days of post dialysis catheter placement procedure in right internal jugular vein, the catheter allegedly expelled out from the patient body. It was further reported that the cuff appeared to be papery with no fibrosis noted on the device. Reportedly catheter caused embolism to the patient. Patient reported as stable.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be reportable as malfunction. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 19cm glidepath d/l catheter was returned for evaluation and one electronic photo was provided for review. Gross visual, microscopic visual and functional evaluations were performed on the returned device. During visual evaluation the tissue cuff was intact, fiber disturbance was noted on the tissue cuff and adhesive material peeling off from a area of tissue cuff was noted but these observed visual anomalies are considered incidental and are not themselves sufficient enough to confirm the reported catheter expulsion and loosening of implant. Further the provided photo is also not sufficient enough to confirm the reported events. Therefore, the investigation is inconclusive for the reported catheter expulsion and loosening issues as the exact circumstances at the time of the reported event cannot be verified. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023), h11: b5, g1, h1, h6(patient, result, conclusion), h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately twenty eight days of post dialysis catheter placement procedure in right internal jugular vein, the catheter allegedly expelled out from the patient body. It was further reported that the cuff appeared to be papery with no fibrosis noted on the device. There was no reported patient injury.